Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is no longer receiving effective stimulation. X-rays were taken and showed lead migration. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the issue has been resolved.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the lead was removed and replaced which provides coverage to all pain areas.